Event description:
This spontaneous case was received on (B)(6) 2014 from a physician via a sales representative and concerns a (B)(6) year old female patient. The patient's medical history and concomitant medications were not reported. On an unknown date, the patient started treatment with restylane (cross-linked hyaluronic acid dermal filler) injection, for an unknown indication. The bath number used was not reported. On an unknown date, the patient experienced swelling and tenderness under the eyes and tear trough area. Currently, the patient has significant lesions, pustules, possible necrosis. The patient was treated with 2 medrol dose packs over the last month an dhad hyaluronidase treatment to help with the side effects. The reporter stated that the initial adverse event was reported by the original physician who treated the patient. A medical information request will be sent to the valeant medical information call center. The reporter did not provide a causality assessment. The outcome of the events were unknown. No further information was provided.

Manufacturer narrative:
(B)(6) 2014 implant site necrosis assessed as serious and possibly related. Implant site swelling, implant site pain, implant site vesicles, implant site pustules assessed as non serious and possibly related.